Event description:
It was reported that oversensing on ventricular channel was observed. The physician was unable too add a pacing lead due to vein thrombosis. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.